Event description:
It was reported that following an ipg upgrade procedure, the patient had an infection on both ipg and lead incision sites. Signs and symptoms of redness and swelling were noted. It was also stated that the patients lead had migrated and the patient was experiencing pain up, down his back and at ipg pocket. No device malfunction suspected. The physician believed that the infection was procedure related. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7070048.

Manufacturer narrative:
Additional information provided in blocks b5, h6, and h11. Correction provided in blocks b6 and h6: impact codes. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that following an ipg upgrade procedure, the patient had an infection on both ipg and lead incision site. Signs and symptoms of redness and swelling were noted. It was also stated that the patient lead had migrated and the patient was experiencing pain up, down his back and at ipg pocket. No device malfunction suspected. The physician believed that the infection was procedure related. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted devices were discarded by the medical facility and will not be returned. Additional information was received that around the time when the infection occurred, the patient experienced motor and muscle weakness, had difficulty walking, pain in the lower back and legs, and tremors. The patient was diagnosed with paraplegia and subsequently was hospitalized and had the explant procedure due to infection the following day after these symptoms occurred. No further information was able to be obtained.